Event description:
New information received notes that programming changes were made. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. The patient's status was unknown.